Event description:
It was reported that after the femoral artery was punctured by the doctor, the intra-aortic balloon (iab) catheter was prepared to be delivered, but it failed to pass. It was noted that the replacement sheath tube still failed to pass. As a result, the catheter was replaced, and the operation was successful. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is confirmed. The intra-aortic balloon catheter (iabc) was returned with the kinked central lumen. The damaged iabc can result in difficulty inserting the iabc through a sheath. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. Additionally, a smaller size sheath from another semi-finished insertion kit was returned with the sample and appeared unused. The supplied sheaths or the sheath in question was not returned with the sample. The root cause of the kink is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after the femoral artery was punctured by the doctor, the intra-aortic balloon (iab) catheter was prepared to be delivered, but it failed to pass. It was noted that the replacement sheath tube still failed to pass. As a result, the catheter was replaced, and the operation was successful. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).